Event description:
It was reported that the patient was having low voltage alarms on their mobile power unit (mpu) at night, and no alarms on batteries. Their mpu was assessed and no issues were noted besides it "looks old." The mpu was still in use. Log files were submitted for analysis which captured low voltage hazard events only while using mpu. These were not related to a loss of power to the mpu because the backup battery was not enabled.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms while the patient was connected to the mobile power unit (mpu) (serial number (B)(6)) was confirmed via log file analysis. Power cable disconnect and low voltage hazard alarms were captured on 24feb2026 and 25feb2026 while connected to the mobile power unit. The alarms were due to the relative state of charge (rsoc) voltage on both power cables fluctuating below the alarm thresholds. The alarms resolved when the respective voltages returned to the expected voltage range. There were no other notable events captured in the log files. Multiple attempts were made to obtain additional information from the customer regarding the event (including if the mpu had a v-lock connector, if the ac power cord came loose at the wall or the back of the unit, if there were any environmental circumstances that would've affected ac power, if the mpu was exchanged, and if the mpu would be returning); however, no additional information was provided. The root cause of the reported event could not be conclusively determined through this analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU and the heartmate 3 patient handbook are currently available. The heartmate 3 IFU section 7, entitled ¿alarms and troubleshooting¿, provides instructions on how to interpret and troubleshoot low voltage hazard and power cable disconnect alarms. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section f ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.